Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reported, the customer declined to load a new cartridge and continued insulin delivery. The customer went to the emergency room the following day; however, declined to provide additional information on the issue. No additional information was known or reported.